Manufacturer narrative:
Concomitant medical products: architect analyzer, list # 3m74-01. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
It was reported that the lock screw fell off the pin collet and the account was unsure if it had fallen into the surgical site. An x-ray was taken to verify nothing was in the pt. The screw was not seen in the x-ray. There was no add'l instrument given to the pt, and the procedure was completed successfully as planned.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Event description:
The customer observed increased frequency (3 out of 40 tests) of error code 1007 (unable to process test, activated read failure) generated from the architect i2000sr analyzer, resulting in increased frequency of patient sample re-tests. The customer states the issue is random and not specific to any assay. There customer stated there was no crack in the trigger level sensor, and the trigger and pre-trigger were new, but the issue persisted. The customer was advised to check for cracks, loose connections, leaks, or air bubbles in the trigger and pre-trigger level sensor and manifold valve, but no problem was detected. The customer stated the issue decreased (2 out of 150 tests) when the new rv's, lot 69006p100 was in use. There was no impact to patient management.